Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The bag to ventilator switch was replaced; the unit passed all required tests per the manufacturers specifications.

Event description:
The hospital reported that, during a pre-op checkout, the clinician switched to mechanical ventilation mode and the unit did not ventilate. There was no reported patient involvement.